Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.

Event description:
The report suggests that 500 ml of saline was set to infuse over 12 hours, however, it went through in 4-5 hours. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No additional info provided.